Event description:
It was reported following successful deployment of this filter, removal of the guidewire met with resistance. Continued removal attempts resulted in the guidewire unravelling. A "j" tip wire was then inserted to place a dialysis catheter. This wire became caught in the filter and resulted in the filter being dragged up to the superior vena cava. Both wires were cut at the skin site and left in the pt. Unsuccessful attempt to retrieve the filter was made the following day. The pt was stable for two days. The pt rec'd dialysis the second day and arrested that evening. An autopsy revealed a filter leg projecting through the cava causing a tamponade. An exact cause of death is unavailable. F/u revealed the use of fluoroscopy during dialysis catheter placement was intermittent which may have contributed to this event.